Event description:
The account alleged there is not emergency trendelenberg function. No injury reported.

Manufacturer narrative:
The account replaced the emergency trendelenberg valve and the issue remained. No further information is available on the repair of the bed at this time.